Manufacturer narrative:
The device has been returned, however, the analysis is in progress and has not been completed. A supplemental report will be filed when the analysis has been completed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, manipulation was required to advance the delivery catheter system (dcs) through tortuous peripheral anatomy. Upon deployment, the handle would not turn in either direction. Fluoroscopy revealed the capsule separated from the catheter. The physician reported that the capsule juncture may have weakened during manipulation through the peripheral anatomy. The nose cone was noted to be over driven. The device was withdrawn from the body. Subsequently, a dissection was noted due to the manipulation of the dcs. A surgical vascular repair was performed and a peripheral stent was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the valve loaded and the capsule separated. The handle was intact and the deployment knob retracted and advanced the proximal portion of the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. On rotating the device 180° several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. The separation site was uneven and the middle shaft was bunched at the paddle attachment pockets transition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. Advancement difficulties do not typically indicate a device failure or manufacturing issue. It was reported that the capsule was noted to have separated during attempted deployment. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. Voids typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. No procedural images or fluoroscopic load check images were submitted for review; therefore it cannot be determined if the valve was correctly loaded onto the delivery catheter system. It was also reported that the capsule appeared to be over-captured (over-driven nose cone). The evolutr instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The reported event indicated that, after a second dcs and valve were used for implant, a dissection was noted in the iliac artery, which was reported to have been due to the aggressive insertion of the nose cone and manipulation of the dcs, which required surgical repair and stent implantation. Vascular complications, such as dissection, are known adverse patient effects per the evolutr instructions for use, and are typically related to patient anatomical factors, in addition to procedural and device factors. An assignable root cause cannot be determined with the information provided. However, there was no information to suggest a device quality deficiency or malfunction was related to this event. If information is provided in the future, a supplemental report will be issued.